Manufacturer narrative:
The user facility requested an evaluation of the equipment; no malfunction of the equipment was claimed. The results of the evaluation determined the monitor alarm volume was set to its minimum level. It was also observed that the heart rate numerics were displayed with a four second delay, however, high and low heart rate alarms were confirmed to have been called visually and audibly. Movement of thesis trunk cable caused ECG waveform artifact resulting in the delay of the heart rate numerics. The cable was replaced and there was no further delay with the display of heart rate numerics.

Event description:
It was reported that a patient monitored on a passport 2 monitor and gas module was having surgery and one minute into the procedure the patient's heart stopped; the patient later expired.